Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient had mesh implanted along with a dilation and curettage and hysterectomy. Due to mesh erosion and pain, a revision was done on (B)(6) 2009.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysteroscopy, colposcopy, dilatation and curettage, endometrial/endocervical curettage and multiple cervical biopsies; due to stress urinary incontinence, urinary frequency and leakage. The patient experienced incontinence, constant urinary leakage, odor, throbbing pain in vaginal area, dyspareunia and lump inside vaginal. (B)(4).